Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary: one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination and a functionality test was carried out on the returned sample as per (B)(4) and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported by the customer that the bd¿ needle 2 in. Single use, sterile, 21 g experienced inability to attach. The following information was provided by the initial reporter, translated from japanese to english: during product demonstration with insulin injection solostar at the pharmacy, the outer cover kept spinning and the pen needle could not be attached to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that the bd¿ needle 2 in. Single use, sterile, 21 g experienced inability to attach. The following information was provided by the initial reporter, translated from japanese to english: during product demonstration with insulin injection solostar at the pharmacy, the outer cover kept spinning and the pen needle could not be attached to the pen.